Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and no problems were found. A review of complaints for the last 24 months did not indicate any additional related reports for this system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the machine was not reaching full vacuum. The surgeon switched to visco mode and full vacuum was achieved. The case was completed with no harm to the patient.